Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no serial digital interface (sdi) image was due to a faulty circuit board. The cause of the faulty circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the housing had cosmetic wear. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
An olympus representative returned the device with no information. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was no serial digital interface (sdi) image due to a faulty circuit board. The report is being submitted due to faulty circuit board found during evaluation.